Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42 and the battery was depleting quickly. The pump was reset, and the customer continued to use the pump for insulin therapy. The customers blood glucose was 150 mg/dl at the time of the event.